Manufacturer narrative:
Product has not been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The patient reported blood glucose results of "340 mg/dl, 104 mg/dl, 425 mg/dl and 75 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips ans control solution were replaced.